Manufacturer narrative:
(B)(4). The returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with one of the clip arms bent and the clip arms could be completely closed. The capsule was dissembled and was stuck with the bushing, indicating that the device experienced a deployment failure. The device was also returned without the over-sheath. Microscope examination was performed, and it was confirmed that the capsule was dissembled and stuck with the bushing. The clips arms could not be completely closed and one of the clip arms was bent. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the polyps were removed and the clip was used to close the wound. The clip was then advanced into the intestinal tract. It was reported that the head was out of the casing but the head was distorted as the clip arm was physically bent. When pushing the handle, the clip could not be opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the clip capsule was dissembled and stuck with the bushing, indicating that the device experienced a deployment failure.

Manufacturer narrative:
Block h6: medical device problem a15 captures the reportable investigation result of deployment failure. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with one of the clip arms bent and the clip arms could not be completely closed. The capsule was dissembled and was stuck with the bushing, indicating that the device experienced a deployment failure. The device was also returned without the over-sheath and it was found to be completely removed off of the device. Microscope examination was performed, and it was confirmed that the capsule was dissembled and stuck with the bushing. The clips arms could not be completely closed and one of the clip arms was bent. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the evaluation of the returned device, the over-sheath was removed from the catheter. The IFU states "to fully expose the resolution clip jaws, hold the over sheath grip and push the handle distally until handle rests against the over sheath grip, as shown in figure 2". Block h11: correction: block h10 (investigation results).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the polyps were removed and the clip was used to close the wound. The clip was then advanced into the intestinal tract. It was reported that the head was out of the casing but the head was distorted as the clip arm was physically bent. When pushing the handle, the clip could not be opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the clip capsule was dissembled and stuck with the bushing, indicating that the device experienced a deployment failure. Please see block h10 for full investigation details.